Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a puncture closure of an unspecified vessel was attempted using a proglide device after a percutaneous coronary intervention. Reportedly, "the suture mechanism did not work". Another unspecified device was used to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. The reported suture mechanism did not work was confirmed as a link break/suture retrieval issue was observed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.